Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juew3276 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported "clips that secure catheter in place are coming unclipped. " no other information was provided.